Event description:
It was reported that the right ventricular (rv) lead exhibited oversensing, high, undefined impedance, and high thresholds which had risen since the previous check. A fracture was suspected. The lead was reprogrammed off and remains implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.